Manufacturer narrative:
Updated fields b4 g3 g6 h1 h2 h6 type of investigation findings component codes investigation conclusions h11 a getinge field service engineer fse was dispatched to evaluate the unit and fse was unable to duplicate the issue the fse confirmed alarms in logs unit pumps normally upon initial inspection unit passes all leak tests unit generates correct pressures in pneumatics testing unit ran overnight with a test balloon and set to internal timing set to 100bpm unit overnight test successful with no alarms unit passed all tests and calibrations to manufacturer standard.

Event description:
N/a.

Event description:
It was reported that during use cs300 intra-aortic balloon pump (iabp) it notified iab disconnected alarm. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - g2.